Event description:
It was reported that there was a general complaint that the door latch will come loose after the plastic is bent flat against the top of the keypad letting the spring swing free. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown.A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.